Manufacturer narrative:
Advanced medical optics understood until 11/18/2005 that this product was regulated as a medical device and subject to 30-day reporting. Info received on 11/18/2005 indicates this product is regulated as a drug and subject to 15-day reporting as specified in the drug and biologic regulations. We acknowledge this report is being submitted late. As a result of this adverse event, advanced medical optics initiated a voluntary recall of amo endosol mfg by (B)(4) on 11/18/2005.

Event description:
Account reports that over the past month, they have observed an increase in the number of patients who present at one day postop with inflammatory cells and fibrin. Cultures were done, no growth reported. Patients were treated with steroids and all cases resolved without sequelae.